Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using a tandem-provided wall adapter. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was instructed to leave the pump into a power source for at least 30 minutes using a different wall adapter. Customer acknowledged. Although requested, no additional information was provided.